Manufacturer narrative:
Our product evaluation lab received one model: 120804f, lot: 63669967 embolectomy catheter. The report of the balloon would not expand was confirmed. The balloon latex appeared deteriorated and discolored and there were multiple cracks and tears on the balloon latex. Leakage was observed through the tears on the balloon. The balloon latex was released from proximal windings to check balloon edges at the tears and the edges did not appear to match. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No other visible damage was observed from catheter body or balloon windings. A device history record review was completed and documented that the device met all specifications upon distribution. The insertion section of the IFU provides important warnings and instructions to verify the electrical continuity and integrity of the device. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the fogarty model: 120804f, lot: 63669967, balloon would not expand, prior to use. There was no patient injury. This MDR is for sample 4 of 4 of the affected catheters in this instance.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The storage conditions for these catheters are specified in the IFU. A product risk assessment addresses balloons with fragmentations for embolectomy catheters, and a CAPA to address this issue is currently in its implementation phase. The CAPA investigation concluded that the root cause is exposure of latex to ozone, which can happen when the pouch packaged device is stored in rooms with high energy ionizing radiation sources that could generate ozone e.g. Fluoroscopy machines, x ray machines, uv lights, hvac sanitation equipment, etc. As a result, fca 90905 was voluntarily initiated instructing customers to return any product which has been stored in the same room as high energy ionizing radiation sources which emit ozone. The insertion section of the IFU provides important warnings and instructions to verify the electrical continuity and integrity of the device.